Event description:
Three weeks post surgery, the pt was admitted for a spinal headache. The pt was taken into surgery, and it was discovered that the cross connector had rubbed a lesion into the dura. The cross connector was removed, and the dura repaired. The remaining implants remained in place.